Event description:
It was reported that the lead was replaced due to clavicular crush damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal coil to be fractured and proximal and distal insulations damaged at 28.5 cm from the connector pin. These damages were consistent with clavicular crush damage. A proximal insulation suture tie mark and damage were also noted at 25 cm from the connector pin.